Event description:
It was reported that the customer had a compromised force sensor system error alarm on the insulin pump. Customer's blood glucose level was 270 mg/dl. Customer stated that he had a bent cannula and an issue with the insulin squirting out during the manual prime process. Customer reported that the drive support cap was sticking out. It was explained that a possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test and motor error alarm during the basic occlusion test due to protruded/loose drive support disk. No error alarm noted. The motor passed the motor test. Minor scratched lcd window, cracked display window corners, battery tube threads cracked, and cracked reservoir tube lip.